Manufacturer narrative:
This report is submitted on january 09, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with IV, oral and topical antibiotics (date not reported); however the issue could not be resolved. The device was explanted on (B)(6) 2016.

Manufacturer narrative:
This report is filed on march 23, 2017.

Manufacturer narrative:
Corrected data in g6. Correction: the previous MDR submitted on march 23,2017 was filed incorrectly. The report should have been follow up number "1" instead of "2". Device analysis report attached.